Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. A revision was performed, the implantable cardioverter defibrillator (ICD) along with and right atrial (ra) lead and the right ventricular (rv) leads were explanted. No additional adverse patient effects were reported. Reference report mw5166464. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".